Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire of the monopolar curved scissors (mcs) instrument was broken. The procedure was completed with no patient harm, adverse outcome, or injury reported. The issue did not cause a delay in the procedure.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.